Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the alarm did not sound from this pb560 ventilator when the unit was turned off. Additionally, the rubber feet of this unit were melted. The device was available for evaluation. The ventilator was returned to the service center dirty and with the housing broken while the service personnel (sp) was servicing the pb560 ventilator, sp replaced the buzzer printed circuit board(pcb) since the alarm did not sound when the unit was turned off. Additionally, sp replaced the rubber feet since they were melted. Sp performed preventive maintenance and replaced the coin cell battery. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event of no alarm was isolated in the field to a potential fault in the buzzer pcb. The cause of the other reported issue of melted rubber feet is unknown and is not related to the reported alarm issue. The events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the alarm did not sound from this pb560 ventilator when the unit was turned off. Additionally, the rubber feet of this unit was melted. The ventilator was not in use on a patient at the time of the reported event.